Manufacturer narrative:
Submit date: 2/20/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the unit had no audible alarm.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service technician found the unit had no audible alarm¿. The unit was triaged and the reported condition was confirmed. After powering the unit on, the unit did not have audio during start-up. The unit also did not have audio on the buzzer volume screen. It was discovered that the pump had a defective integrated load switch on the main pcb. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.